Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q10 transistor on the defibrillator pca that was leaking voltage onto the h bridge. The root cause for the defective transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.